Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 22.9 and 15.0 cm respectively. An external insulation abrasion was noted 9.0 to 9.6 cm, from the proximal end, breaching the outer insulation and exposing the outer coil consistent with friction to the device can. An external insulation abrasion was noted 21.6 to 22.0 cm, from the proximal end, breaching the outer insulation consistent with friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.